Event description:
On 11/7/94 distributor from the hosp reported that on 11/6/94, the ventilator was not delivering oxygen at the percentage rate set by the user. The pt was "bagged" and put on another ventilator, and the pt was not adversely affected by the incident.